Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately eight months post implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a mechanical valve due to scar tissue formation around the native valve and severe regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.